Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Upon visual evaluation, 3 needles inside their primary packaging is observed, 2 with a pink hub and 1 with a green hub, therefore mixed product incident is confirmed. Prior to manufacturing the batch 1337292, a line clearance was performed due to product change (product code change), which uses a 21ga gauge assembled needle, a product that is manufactured with a green hub. Possible root cause is associated with poorly executed line clearance. Corrective and preventative actions will be implemented, manufacturing personnel have been notified of this incident to increase awareness, and reviewing line clearance.

Event description:
It was reported that different sized needles were found mixed in with the bd precisionglide¿ needles. The following information was provided by the initial reporter, translated from spanish: "there is a needle of a different caliber in primary packaging with a lot in mention of the needle 18ga x 1 1/2."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that different sized needles were found mixed in with the bd precisionglide¿ needles. The following information was provided by the initial reporter, translated from spanish: "there is a needle of a different caliber in primary packaging with a lot in mention of the needle 18ga x 1 1/2".